Manufacturer narrative:
Additional information received; it was reported that CT confirmed in relation to the dissection, the entry was considered to be at the bare stent tip. The major diameter of the true lumen on the proximal site where the graft was implanted was noted as 50*30 with the area at the bare stent tip measuring 42*33. No clear entry was observed in the ascending aorta and the bare stent of stent graft was observed to be fully opened and deployed in the right brachiocephalic artery with blood perfusion present in the false lumen also noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received: it was reported during the index procedure a type IV endoleak was observed in vamf3838c150tj. No intervention was performed and it was confirmed on the 30 day follow up that the endoleak had resolved. The cause of the type IV endoleak was reported as procedure related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Outcomes to adverse event and date of event: updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Month and year valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergency endovascular treatment of an acute type b dissection. It was reported that approximately one month later, the patient presented emergently. The patient complained of chest pain during hospitalization and a CT scan showed the occurrence of a rtad. It was reported the patient¿s condition suddenly changed and the patient expired after the CT was performed. Per the physician, the cause of the event cannot be determined. The family have refused autopsy so the cause of the rtad is unknown. No additional clinical sequelae were reported and the patient has expired.

Manufacturer narrative:
Date MFR rec: updated additional information received 29-jan-2019. The date the patient presented emergently and the date the patient expired was updated to (B)(6) 2018. The cause of death was reported as rtad caused by implantation of the stent graft. It was further reported 5 days post the index procedure ((B)(6) 2018) the patient experienced upper left limb ischemia due to occlusion of the left subclavian artery. A bypass surgery on the same date and the event was resolved. The physician assessed this event as related to the index procedure. Max thoracic diameter measured 34mm length. Total thoracic aortic length (l cca to celiac) 320mm. The diameter of the true lumen 14.5mm-22.9mm. The length from distal margin of l cca to start of most proximal tear measured 34mm and the total length of aortic (thoracic and abdominal) dissection. Updated medical history: smoker, hypertension, renal dysfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.